Event description:
Information was received indicating that a capacitor on the main board was loose. It was also reported that the pump exhibited "syringe near empty," "check plunger lever," and "check clutch" alarms. It is unknown if there was patient involvement or any adverse effects.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed cracked left plunger case screw insert. Upon inspection, carefully inspected main board and all boards. 2. Ran occlusion test. The customer's reported issue was not duplicated, no loose/damaged components on main board or any other boards. Yes, however 'syringe near empty' is a normal medium or low priority alarm that occurs indicating that the syringe is nearing empty; the pump was operating as intended. 3. Yes, found 'check clutch/plunger lever' during occlusion test. During investigation, no problem was found, 'syringe near empty' is a normal med/low priority alarm. Pump was operating as intended. 3. Normal wear of lead screw and clutch halves causing the clutch to slip on the lead screw. Root cause is normal wear, parts are 14 years old.

Event description:
Additional information received: as far as I know this unit was on a 'service repair needed' shelf marked broken with no incident report attached. All the diagnosis made were from troubleshooting and testing this unit.